Event description:
It was reported that mulitple of the same malfunction alarms occurred.customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Reportedly, the customer received normal assistance by a 3rd party but was not incapacitated due to bg level. A correction bolus via pump was delivered to address bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.